Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found. A returned product evaluation was completed and confirmed that the hub was intact, and the shaft was broken at the proximal point of the strain relief. This damage is consistent with over torqueing the device in a heavily calcified lesion. The most likely root cause is damage during use. The submission of this MDR is part of a voluntary remedial action.

Event description:
Turnpike lp was deeply advanced in heavily calcified vessel, and with continued torqueing the hub separated and came off the catheter. No patient injury or impact was reported.